Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "camera head was faulty, or camera unplugged. The procedure was converted from lap to open. The case was completed. Upon further investigation it is unclear whether the camera head was faulty, or if it was just the camera box that was unplugged." No negative impact in state of health reported.